Event description:
Patient reported that a comparison between their surestep meter and a hcp meter done 5 minutes apart was 288 mg/dl (ss - cap.) And 134 mg/dl (hcp - venous), respectively (115% difference). No symptoms were reported. Unable to reach patient on follow-up. Pt notified via letter requesting to contact lfs. There was no allegation of harm.